Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Approximately one-half of the lens was returned, thus limiting the inspection. However, no other defects or foreign particles were noted on the lens. The jagged edge appeared to be from the cut to facilitate removal of the lens from the eye. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model and lenstec advises the user to follow the correct method for implantation to prevent damage to the lens.

Event description:
Lenstec received an email stating that "lens was torn as it was being put into the eye."